Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device result/lab inr was 3.8/2.8 in 2006 and 2.9/2.1 on an unknown date. The device was replaced and requested to be returned for eval.